Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's filter retrieval procedure, the filter legs, ingrown into the cava wall, sliced the sheath longitudinally up one side. The filter was removed by rotating the sheath 180 degrees and advancing the intact side over the ingrown legs. A section of the device did not remain inside the patient¿s body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If this event (sheath being sliced) were to recur, there is potential for it to cause or contribute to death or serious injury as there is a possibility for vessel damage.